Manufacturer narrative:
The previous initial MDR report did not include the PMA/510(k)#. The PMA/510(k)# has been included in the field his supplemental report.

Event description:
It was reported by service report that the siderail would not latch in the upright position.

Event description:
It was reported by service report that the siderail would not latch in the upright position.